Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E24130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel-chromium-cobalt allergies"), vertigo ("vertigo"), abdominal pain upper ("stomach cramps"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("fatigue"), insomnia ("insomnia") and eczema ("eczema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, insomnia and eczema had resolved and the headache, allergy to metals, vertigo, abdominal pain upper, nausea, arthralgia, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, eczema, fatigue, headache, insomnia, migraine, nausea, pelvic pain, vertigo and weight increased with essure. The reporter commented: her general health deteriorated significantly following the placement of an essure. She had to stop her career as a caregiver because of all the problems, her whole life was turned upside down. She has already noticed slight improvements since the removal (no more pelvic pain, no more migraine, no more eczema, better quality of sleep) lot number:e24130 UDI: (B)(4) manufacture date:2015-08 expiration date: 2018-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E24130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel-chromium-cobalt allergies"), vertigo ("vertigo"), abdominal pain upper ("stomach cramps"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("fatigue"), insomnia ("insomnia") and eczema ("eczema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, insomnia and eczema had resolved and the headache, allergy to metals, vertigo, abdominal pain upper, nausea arthralgia, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, eczema, fatigue, headache, insomnia, migraine, nausea, pelvic pain, vertigo and weight increased with essure. The reporter commented: her general health deteriorated significantly following the placement of an essure. She had to stop her career as a caregiver because of all the problems, her whole life was turned upside down. She has already noticed slight improvements since the removal (no more pelvic pain, no more migraine, no more eczema, better quality of sleep). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.